Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient alleged the cgm values were 300 mg/dl higher than the bg value; however, the cgm/bg values at the time of the event were not provided. The patient self-treated an elevated cgm reading (value not provided) with insulin. An unspecified amount of time later, the patient was found unresponsive by her spouse. The spouse administered honey and orange juice (it was presumed the patient was able to ingest oral carbohydrates) and the patient regained consciousness. A bg was performed after treatment, which was 70 mg/dl, but the cgm value was not provided. There was no documentation of medical intervention as the spouse did not contact emergency medical services (ems). At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.